Manufacturer narrative:
Visual inspection of the returned device was unable to determine if there was a tear in the valve. The topside slit is clearly visible, and no tears were easily identified. The device passed pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. The device did not pass the aspiration test when the polarx test catheter was inserted or withdrawn, or when the polarx test catheter was tipped at slight angles (relative to the sheath). Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Laboratory analysis determined that the hemostatic valve did leak when a catheter was inserted, but the cause of the leak was unable to be identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pulmonary vein isolation cryoablation procedure, a polarsheath and a polarx balloon catheter were selected for use. It was reported that after the catheter was inserted into the sheath, a high pressure alarm was observed from the pump. It was not possible to aspirate with a syringe. The catheter was slowly removed from the sheath and 2 milliliters of air was aspirated. The procedure was completed successfully by exchanging the sheath. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation procedure, a polarsheath and a polarx balloon catheter were selected for use. It was reported that after the catheter was inserted into the sheath, a high pressure alarm was observed from the pump. It was not possible to aspirate with a syringe. The catheter was slowly removed from the sheath and 2 milliliters of air was aspirated. The procedure was completed successfully by exchanging the sheath. No patient complications were reported and the patient's current condition is fine.